Event description:
On (B)(6) 2013, the patient contacted animas stating that the patient experienced a blood glucose (bg) value of 462 mg/dl with nausea, increased urination and increased thirst. There was reportedly a crack in the pump casing and the pump was intermittently losing power. The patient reportedly changed the battery multiple times, the pump would beep, the verification screen would come on and then the display screen went blank. The patient stated that she never replaced the battery cap and that the yellow o-ring was visible. The patient reportedly had other health conditions unrelated to diabetes. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Additionally, the pump was reportedly damaged, the pump reportedly had intermittent power issues and the patient continued to use a damaged pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.